Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, the cuff air pressure was unable to be maintained. No adverse patient effects were reported by the customer. It was reported that no further information is available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Under visual inspection, device appeared to be in good condition. Device was inflation tested. 12 hours later cuff was still inflated, not confirming customer complaint. No root cause able to be determined, no action taken due to this. No lot number was provided, device history review was not able to be done.